Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0n2hm, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they were changing the batteries in his patient programmer every week for the past month. This occurred in (B)(6) 2015. The patient did not like how his stimulation seems to go on and off. It was reviewed that this was the way he was programmed and he should contact the health care professional (hcp) for programming changes. The patient was not feeling any stimulation. They were wondering how to turn the implantable neurostimulator (ins) and patient programmer on/off. The patient did not see the lightning bolt on the patient programmer, indicating the therapy was off. The ins was turned on, which resulted in the lightning bolt and the patient feeling it. Sometimes the patient felt no stim, like on the morning of (B)(6) 2015, then he would sit on a toilet or in the chair and felt stim on his scrotum. This occurred a week ago and a few days prior to (B)(6) 2015. This patient was wondering if they should turn sitm off at night and if he should have stim on 24/7. The patient received a new patient programmer recently and only had a basic setting with one program. It was further reported on (B)(6) 2015 that when he removed the batteries from the patient programmer, the implant turned off. The patient had a difficult time seeing the therapy icon on the patient programmer screen. The setting was 2.25 volts. This occurred on (B)(6) 2015. It was further reported on (B)(6) 2015 that there was no difference in symptoms since the implant. There were two episodes/accidents in the past 10 days. Intermittent stimulation sensation was also reported. The patient felt stim sometimes when standing otherwise did not feel stim. Patient checked patient programmer on his own and reported that stim was on. The patient had a CT scan a couple of months ago. The hcp said the ins therapy was "not his cup of tea." The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Event description:
Additional information from the consumer reported that he notified the physician about have only one program on the programmer but also met the representative. The representative helped the patient resolve the problem in the physician clinic.

Event description:
The patient stated his programmer however no longer shows any programs are available. The patient synced with implantable neurostimulator (ins) and confirmed only 1 program was showing on patient programmer. The patient stated the last time he meet with his health care provider (hcp) or anyone was a couple months ago. No patient symptom reported regarding the programmer.the patient stated this device has not done anything to help control his incontinence since he had it implanted.therapy was not helping symptoms.